Manufacturer narrative:
(B)(4). The customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and backlight inverter printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during patient use the screen on a ventilator was distorted. The patient was removed from the ventilator and placed on an alternate ventilator. There is no report of serious injury or death associated with this event.